Event description:
It was reported, the pt had called regarding operating her scs system. During the call the pt explained she had a stroke a few months prior. It was reported the pt was able to operate the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.